Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 29 mg/dl. The cause of the low bg was unknown. Reportedly, the customer fell down due to the low bg and sustained a broken back. No third party assistance was reportedly required to treat the event. Reportedly, the customer ate food and administered glucagon to address the low bg. No additional information was provided.